Manufacturer narrative:
The manufacturer previously reported receiving information alleging the device failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer's product investigation laboratory (pil) and was able to confirm a failure of the solenoid valve. The device's solenoid valve was replaced to address the issue.

Event description:
The manufacturer received information alleging the device failed a test step during testing. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer